Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical product: sesr01 ipg implanted: (B)(6) 2012.

Event description:
It was reported that the patient's right atrial (ra) lead was explanted and replaced due a malfunction. There was no further detail available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.